Event description:
It was reported that pump displayed malfunction alarm malf 16 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer remained on insulin pump therapy with no additional corrective actions documented.